Manufacturer narrative:
The reported problem of "the solex catheter was the main source of leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the serpentine balloons during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues in the serpentine balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance, except the proximal luered tubing due to blood clogged. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the serpentine balloon (2nd loop away from the proximal end); thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous complaint history reported for solex 7 catheter with lot #184662.

Event description:
The customer called zoll tech support to report that saline leaked was observed at the coil of the start-up kit (suk) (lot #unknown), and caused the coolant level on the thermogard ivtm system to overflow during the cooling phase of the ivtm therapy. The suk and the nearly empty 500ml saline bag were replaced to continue therapy with instructions from zoll tech support. Approximately 5 hours later, the customer called back and reported of depleting saline level again. The customer was instructed to replaced the solex 7 catheter (lot #unknown). The same thermogard ivtm system was used to continue with patient treatment. However, the customer decided to use another temperature management to continue with treatment. Per reporter, the solex catheter was the main source of leak. The inserting physician is very experience with zoll product. No consequences or impact to the patient.